Event description:
Customer stated the original plan of radiotherapy treatment was ap/pa @ an energy of 18x. During the entry of info by hand into varis, the pa field energy was mistyped. Rather than 18x, they typed in 6x and the pt was treated this way for 2 fractions. Total dose for those 2 fractions was supposed to be 360cgy, but instead was 336cgy. Monitor units for the original plan were 129 (ap) & 107 (pa). As per the dosimetrist, this was not a life threatening issue and that this was caused by user error (typing in the wrong energy).